Manufacturer narrative:
The cause for the discordant advia centaur ipth xp result is unknown. Quality controls are within acceptable range. There is no sample available for further investigation. The customer has declined service at this time. The instrument is performing within specification. The physician performed a parathyroidectomy based on the patient's prior clinical picture; not based upon the results of the advia centaur xp ipth assay. The instruction for use (IFU) under the intended use section states: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur and advia centaur xp systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy." The instruction for use (IFU) under the limitations section states the following: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." "Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorder involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values." "The type of specimen used (serum or edta plasma) may influence intact pth measurements. During routine monitoring of ipth levels, to avoid bias in the results, use the same specimen type throughout the monitoring period."

Event description:
Discordant low advia centaur xp intact pth (ipth) test results were obtained by the customer and questioned by the physician. The results were considered discordant when compared to the patient's clinical picture and historical ipth test results. There was no report of adverse health consequences due to the discordant advia centaur xp ipth result.